Event description:
The reporter stated the surgeon inserted a three piece silicone lens and the lens was removed due to not staying put in the sulcus. The patient had weak zonules. Lens was cut to remove, no larger incision or suture required. The reporter stated this incident was due to the patient's pre-existing condition. The surgeon decided to change to a anterior chamber lens. The lens was discarded. Further information has been requested, but none has been forthcoming. A supplemental will be filed when more information is received.

Manufacturer narrative:
No allegation against the product. Lense was discarded.